Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed manually and with a non-olympus automated endoscope reprocessor, cantel, advantage plus pass-thru, using peracetic acid. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of testing, following microbes were detected from the sample collected from the device. -instrument channel: unspecified microbes (<1 cfu/endoscope) -suction channel: unspecified microbes (<1 cfu/endoscope) -air/water channel: unspecified microbes (<1 cfu/endoscope) -auxiliary water channel: unspecified microbes (<1 cfu/endoscope) the testing result cleared the french guideline. Ofr inspected the device and confirmed the following; -the light guide lens was chipped. -the plastic cover at the distal end was scratched. -the adhesive of the bending section rubber was worn. -the insulation resistance value at the distal end was out of specification, due to a defect in the adhesive of the bending section rubber. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -unspecified microbes (>80 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.